Event description:
It was reported that the anesthesia system failed to deliver the set flow. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. Our field service engineer (fse) investigated the system on-site and was unable to reproduce the issue. No part has been replaced. The fse ran several successful system checkouts (sco). The set tidal volume (vti and vte) was correctly delivered when ventilating the system on a test lung. This indicates that the system was functioning as intended. A complete set of device logs was received. Evaluation of the logs shows that the anesthesia system was not used on the reported event date (12th november). Successful sco's were preformed on (B)(6). During treatment on (B)(6), multiple alarms were triggered such as airway pressure: high, regulation pressure limited, and other clinical alarms in prvc (combines of volume control and pressure control ventilation mode. The set vti was to between 500on -650 ml. The user set volume resulted in the pressure limit in prvc having been exceeded. Our conclusion, based on the fse findings and the device log evaluation, is that the reported issue was a usability issue, the system operated as intended and there were no device malfunctions.